Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed; however, the inner member was separated at the proximal end of the proximal balloon marker which is likely what was perceived as the rupture since the tip leaked during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that there was a balloon perforation [rupture]. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.